Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. (Arctic sun 5000) 02 low flow received. Circulation pump was replaced during pm. Pm performed. Replaced heater, mixing pump, drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The initial reporter phone number is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not build up water flow, users could not fill pads with water, always error 01 (patient line open) and 02 (low flow) preventive maintenance demanded. Per review of wo on 17apr2025, there was no patient involvement.